Event description:
According to the available information, the balloon burst in the new catheter.

Manufacturer narrative:
B3: estimated date.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn¿t find other complaint on the lot number 9498311 about the same defect. We received one used sample. After disinfection it was observed that the balloon was burst without missing part. The balloon bursting with silicone balloon are known and could come from various causes but according to the available information, we cannot conclude on a specific root cause. Checking the quality databases revealed this type of defect is known and closely monitored. It is concluded that the risks identified are still acceptable and considered as safe. B3: estimated date.